Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 corrected fields: g4 PMA/510(k) the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the product was not returned and therefore could not be further inspected; consequently, no device problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while in the recovery area post-ercp (endoscopic retrograde cholangiopancreatography) procedure, the patient coughed up a plastic object that was said to be the end of the endoscope. There were no reports of patient harm or serious injury associated on this event reported. This report is related to report with patient identifier (B)(6) (distal end cover) maj-2315 lot h243045.